Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant to be separated from the pusher with no signs of activation on the pusher's heater coil. The implant was received stuck inside the returned microcatheter. Investigation on the implant found the proximal end of the implant stretched with the distal ball in spec. Further investigation of the pusher found the monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant detached inside of a microcatheter. The coil implant system was removed in its entirety along with the microcatheter. There was no reported intervention or injury to the patient.